Manufacturer narrative:
Investigation revealed that there was no system malfunction. The observed overall risk level is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error and performed traditionally.